Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient reported blurred vision to her. Zimvie's sales representative contacted the prescribing physician, and he suggested the patient pause treatment and seek the advice of an eye doctor. The sales representative also suggested this plan to the patient. Zimvie's customer service representative spoke to the patient stated that it was his surgeon's advice to discontinue use of the spinalpak device. Also, explained the importance of discontinuing his spinalpak device treatments and contacting his personal eye doctor as soon as possible. The patient was concerned about his progress with his neck. The customer service representative explained that as soon as he has information after his eye doctor appointment to update dr.(B)(6). Dr. (B)(6) will decide how to proceed with his spinalpak treatments. He agreed. The customer service representative asked him to update us as well after his eye doctor appointment so we can note it in his chart. He agreed. No additional information has been reported at this time. Spinalpak was not returned for further evaluation.

Event description:
It was reported that the patient reported blurred vision to her. Zimvie's sales representative contacted the prescribing physician, and he suggested the patient pause treatment and seek the advice of an eye doctor. The sales representative also suggested this plan to the patient. Zimvie's customer service representative spoke to the patient stated that it was his surgeon's advice to discontinue use of the spinalpak device. Also, explained the importance of discontinuing his spinalpak device treatments and contacting his personal eye doctor as soon as possible. The patient was concerned about his progress with his neck. The customer service representative explained that as soon as he has information after his eye doctor appointment to update dr. Kast. Dr. Kast will decide how to proceed with his spinalpak treatments. He agreed. The customer service representative asked him to update us as well after his eye doctor appointment so we can note it in his chart. He agreed. No additional information has been reported at this time.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.